Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received clinical study information that the patient with this device sought care for a pocket related infection. While the event was classified as a non-life threatening situation, the patient was hospitalized. To date, no medical nor surgical intervention has been required and no other adverse patient events were reported.